Manufacturer narrative:
The insulin pump was received with a depleted alkaline battery in the battery tube. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker were noted during the visual inspection. The insulin pump passed the functional test, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Manufacturer narrative:
Additional information was received that was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Event description:
No blood glucose levels were provided. The wife of the customer reported that the customer died on (B)(6) 2014. The wife of the customer reported that the customer was hospitalized prior to passing. The customer had the insulin pump at the time of hospitalization. The wife of the customer reported that the reason for hospitalization was not diabetes related. The wife of the customer further reported that the cause of hospitalization was due falling and broken ribs. The wife of the customer stated that the insulin pump would be returned and would be made available for donation.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).